Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 41 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2023, 5479 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal of coils). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("essure coil remnant was noted to be below the level of tube/ this was grasped with atraumatic graspers and a long stray end of the coil was then brought out through the right accessory port site") in a 41 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of hives, dermatitis, pelvic pain female, alcohol use, smoker (social history: smoking status: every day. Packs/day: 0.25. Types: cigarettes. Tobacco comments: 6 cigarettes a day) and uterine dilation and curettage. The patient had a family history of heart disease, unspecified and diabetes. On (B)(6) 2008, the patient had essure inserted. At an unknown time, she experienced device breakage (seriousness criterion intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2023. The reporter considered device breakage to be related to essure administration. The reporter commented: discrepancy noted in essure removal date: (B)(6) 2022. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 26.165 kg/sqm. [Pathology test] on (B)(6) 2022: specimens: fallopian tube, bilateral, bilateral tubes with coils. Final diagnosis: fallopian tubes, bilateral salpingectomy: fallopian tubes with para tubal cyst. Clinically, pelvic pain and elective sterilization. Clinical information: female pelvic pain. Gross description: the specimen submitted in formalin labeled "bilateral fallopian tubes", consists of fallopian tubes measuring 5.2 and 5.8 cm in length, with accompanying essure coils. [Ultrasound scan] on (B)(6) 2011: there are linear echogenic areas present along the region of the fallopian tubes bilaterally consistent with bilateral fallopian tube essure implants. Otherwise, unremarkable sonographic appearance to the pelvis. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("an end of the essure coil could be seen on the right side coming out of where the tube") and device breakage ("essure coil remnant was noted to be below the level of tube") in a 41 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of hives, dermatitis, pelvic pain female, alcohol use and smoker (social history: smoking status: every day packs/day: 0.25. Types: cigarettes. Tobacco comments: 6 cigarettes a day). The patient had a family history of heart disease, unspecified and diabetes. As concurrent condition the report mentioned uterine dilation and curettage. On (B)(6) 2008, the patient had essure inserted. Essure was removed on (B)(6) 2023. An unknown time later she experienced fallopian tube perforation (seriousness criterion intervention required) and device breakage (seriousness criterion intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy and laparoscopic bilateral salpingectomy,). The reporter considered device breakage and fallopian tube perforation to be related to essure administration. The reporter commented: discrepancy noted in essure removal date: (B)(6) 2022. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 26.165 kg/sqm. [Pathology test] on (B)(6) 2022: specimens: fallopian tube, bilateral, bilateral tubes with coils final diagnosis: fallopian tubes, bilateral salpingectomy: fallopian tubes with para tubal cyst. Clinically, pelvic pain and elective sterilization. Clinical information: female pelvic pain gross description: the specimen submitted in formalin labeled "bilateral fallopian tubes", consists of fallopian tubes measuring 5.2 and 5.8 cm in length, with accompanying essure coils [ultrasound scan] on (B)(6) 2011: there are linear echogenic areas present along the region of the fallopian tubes bilaterally consistent with bilateral fallopian tube essure implants. Otherwise, unremarkable sonographic appearance to the pelvis quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-oct-2023: medical record received. Event medical device removal is replaced with device breakage & fallopian tube perforation. Medical history, lab data & reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 41 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2023, 5479 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (surgical removal of coils). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.